Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered elective replacement indicator (eri) earlier than expected. A battery depletion code was noted. Additionally, end of life (eol) was trigger approximately a month after eri. The device was explanted and replaced. No additional adverse patient effects were reported.